Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: the blade was blocked and was impossible to unlock. No part in the patient, no consequence on the patient, the incident did not require further treatment, no delay of surgery. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4). Device is used for treatment, not diagnosis additional code: hwc. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. (B)(4). Placeholder.

Manufacturer narrative:
An investigation was conducted and it states that a functional test was performed and the device was functioned as required. All movable parts of the blade are freely movable, which speaks against a blockage by a dimensional deviation. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault could be detected and it was not possible to reproduce the complained malfunction. Based on the provided information, we are not able to determine the cause of this occurrence. The pfna blade is left-hand threaded, which could lead to a wrong turning direction when disregarded. A product development evaluation was conducted and it states that no design related issue could detected as the complained malfunction could not be replicated.